Event description:
The event is reported as: connections from tubing to adapters are very loose and easily pop off. No patient injury reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, an investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.